Event description:
Additional information was received indicating that the lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise that resulted in oversensing, decreased pacing impedance and episodes of undersensing were noted on the right ventricular (rv) lead. Insulation damage was suspected but was not confirmed. The device was reprogrammed as an interim resolution while replacement procedure is being considered. The patient was stable and will continue to be monitored.